Manufacturer narrative:
The specimen was drawn in a 13x75mm pst lithium heparin tube and it was centrifuged at 3500 rpm for 10 minutes. Calibration performed on (B)(6) 2012 was acceptable. Qc was reviewed on (B)(6) 2012; one 3sd high on low qc was noted on (B)(6) 2012. The system check from (B)(6) 2012 met specifications. A field service engineer (fse) was dispatched for this event. The fse verified the instrument on day prior to this event and results were within published performance specifications. The fse replaced precision pumps, waste pump tubing and sample probe. The fse calibrated incubator belt and adjusted ultrasonic's for new probe and verified the instrument; results meet published performance specifications. The exact cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc (bec) and reported the synchron lxi 725 clinical system generated an erroneously elevated troponin (accutni) result for one (1) patient. The patient sample was re-tested on an alternate analyzer, and an accutni result obtained was within the normal reference range. The erroneous result was not reported out of the laboratory. There was no death or injury associated with this event and patient treatment was not impacted.